Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir tube lip completely broken off.

Event description:
Customer reported via phone call that the insulin pump had physical damage. Customer cannot recall their blood glucose reading. The location of the damage was reservoir compartment and battery compartment. Insulin pump was returned for analysis.